Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided g4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #3 was removed due to infection. Symptoms as a result of the event: pain.

Event description:
Upon follow-up, it was confirmed that the patient was prescribed clindamycin 300 mg. Implant remains implanted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: b5 was updated as the implant remained implanted and antibiotics were prescribed. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated to no. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation code was added: 4114. H6: impact codes: 4624 and 4627 were removed. H6: impact code: 4641 was added. H10: narrative/data was updated.